Event description:
During percutaneous angioplasty of ischemic leg, a cordis powerflex dilatation catheter was inserted into the pt and inflated. Upon deflation and removal of the balloon, it was noted the balloon had torn. Sent to surgery for removal of foreign body.